Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and tilting. The patient reported becoming aware of filter fracture and tilt approximately six years post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter placement was right lower extremity deep vein thrombosis with pulmonary embolism and a contraindication to anticoagulation due to hematuria. The filter was placed via the right femoral vein and was deployed starting at the top of l2 and extended inferiorly. The patient tolerated the procedural well. There is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with, operator technique and/or anatomy of the vessel, specifically asymmetry and tortuosity. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient and/or vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to malfunction, including fracture and tilting that causes injury and damage to the patient. Per the implant records, the patient was reported to have a preoperative diagnosis of right lower deep venous thrombosis (dvt), pulmonary embolism (pe) and hematuria with contraindication to anticoagulation. After local anesthesia was administered, a small incision was made in the right groin and the right femoral vein was cannulated and a guidewire passed without incident towards the heart. The area between l2 and l3 was identified. The inferior vena cava filter was appropriately sized to accept the filter and the renal vein anatomy was delineated. The filter was then deployed starting at the top of l2 and extended inferiorly. It deployed nicely. No other abnormalities were seen. The patient tolerated the procedure well and was discharged to recovery room in satisfactory condition. According to the information received in the patient profile form (ppf) the patient reports fracture and tilting of the filter, with fractured filter struts retained within the vena cava. The patient further experienced anxiety related to the filter and became aware of the reported events approximately six years after the filter implantation.